Event description:
Per email: inbound. Patient reported no disposable clamp tubing alarm with cadd legacy pump. Stated she switched to a new cassette and restarted infusion without issue. Packaging for cassette was discarded, unable to get lot number. No further details provided.